Manufacturer narrative:
Results evaluation: we are anticipating the return of the sample involved in this event. Upon receipt of the sample, and the completed investigation, a follow-up will be submitted.